Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration, which was confirmed through an x-ray. It was noted that the linear leads were located in the cervical region. The patient subsequently underwent a lead revision procedure and was doing well postoperatively. The leads remain implanted and in use.